Event description:
The patient was a 21 yr old female obstetric patient undergoing a scheduled elective cesarean section under spinal block anesthesia. The pt was draped in a sterile fashion, skin wheel with 1% xylocaine. Introducer needle introduced through skin wheel, sprotte needle placed through introducer needle to full length (120 mm) without obtaining spinal fluid. Considerable resistance met when placing the needle through the ligament when spinal fluid was unobtainable. The introducer needle with the spinal needle was removed, but the distal portion of the spinal needle was not attached to the hub. Relevant to this, the introducer needle was not adequate length to engage the post spinal ligament. In order to provide anesthesia, an epidural needle was placed into the post intravertebral ligament. A new sprotte needle was used. Spinal fluid was obtained with good anesthesia achieved. After the cesarean section, the pt was taken to the radiology special procedures room and broken off spinal needle was removed under fluoroscopy by an orthopaedic surgeon with no further problems noted.